Event description:
It was reported that the connection between a ceiling mounted spring loaded arm and the monitor holder at the end of the arm broke. The monitor holder stayed nearly in position, but the damage at the hinge could be observed.

Manufacturer narrative:
Our investigations conducted in cooperation with the manufacturer of the spring-loaded arm revealed that the welded seam in the spring-loaded arm was unable in isolated cases to withstand the dynamic stress over years where monitors were frequently moved. This affects installations with the "ondal ac2000" spring-loaded arm, manufactured up until the end of 2006. Due to technical modifications, products that were shipped later are not affected. Drager is just going to start a field safety corrective action to address this issue. A safety notice will be circulated and concerned spring loaded arms will be replaced by the newer version as soon as they have been identified in the hospitals. The competent authorities of all concerned countries will be informed.